Event description:
It was reported that the catheter had been placed to the patient since (B)(6). On (B)(6), the user attempted to withdraw blood from the distal lumen, however, only air was withdrawn. The user checked the catheter and found that the bottom part of the distal hub was broken. No patient injury reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 3-lumen cvc for evaluation. Signs-of-use in the form of biological material was observed on the catheter body. After the sample failed functional testing, the distal lumen was microscopically examined. A small slit was detected directly adjacent to the distal luer. No other defects or anomalies were observed with the other extension lines or the slide clamp on the distal extension line. The total length of the catheter body measured to be 318mm which is within specifications of 307mm-327mm per the catheter product drawing. The outer diameter of the proximal lumen measured to be 2.21mm which is within specifications of 2.13mm-2.21mm per the distal extension line extrusion product drawing. The inner diameter of the proximal lumen measured to be 1.4478mm (0.057"), which is within specifications of 1.42mm-1.50mm per the distal extension line extrusion product drawing. This indicates that the wall thickness measured within specifications. All three lumens were initially flushed using a water-filled lab inventory syringe. The distal end was then clamped, and each lumen was pressurized using the syringe. When the distal lumen was pressurized, water leaked from a small slit adjacent to the luer. The medial and proximal lumens functioned as expected. A manual tug test confirmed the proximal and medial extension lines were fully secured within its luer hub. A device history record review was performed, and no relevant findings were identified to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not exert excessive force while removing the catheter, to minimize the risk of catheter breakage". The customer report of a leaking extension line was confirmed through complaint investigation. Visual analysis revealed a hole in the distal extension line directly adjacent to the luer hub. This resulted in water leaking from the catheter during functional testing. Despite the damage, the catheter met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The root cause of this issue has not yet been determined. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that the catheter had been placed to the patient since 18-sep. On 08-jan, the user attempted to withdraw blood from the distal lumen, however, only air was withdrawn. The user checked the catheter and found that the bottom part of the distal hub was broken. No patient injury reported. The patient's condition is reported as fine.